Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump continued to drip insulin after the motor stopped. Blood glucose level at the time of the incident was 150 mg/dl. Customer was unable to troubleshoot at the time of the call. The insulin pump was not replaced or returned for analysis.